Event description:
The customer reported the evis exera iii xenon light source scope fails to connect. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was not in front of the device and requested a field a service engineer (fse) onsite. Tac explained that the fse will be limited to what can be repaired. A follow up was made and the customer will not send in the device for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, attempts were made to obtain additional information and the status of the subject device; however, no further information was provided, and therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.